Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and device dislocation ("migration of the implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), panic attack ("panic attacks"), rash ("rashes"), back pain ("back pain") and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, panic attack, rash, back pain and pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, pain, panic attack and rash to be related to essure. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device dislocation ('migration of the implant') and post procedural pneumonia ('I got pneumonia after hysterectomy, ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, migraine, depression, anxiety, blood loss of (nos), blood pressure high and gerd. Concomitant products included transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) for pain relief as well as alprazolam (xanax), atenolol, bupropion, estradiol, lisinopril, medroxyprogesterone acetate (depo provera) and sertraline. In 2007, the patient had essure inserted. In 2007, the patient experienced blister ("rashes or skin conditions type: blisters on butt was described as looking like hamburger meat"), dysmenorrhoea ("dysmenorrhea , menstrual cycles hurts so bad "), headache ("headaches"), the first episode of fatigue ("fatigue"), migraine ("migraine") and depression ("depression"). In 2008, the patient experienced panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced visual acuity reduced ("vision/eye problems type: now have bifocals"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain, back hurt so bad"), pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes"), pain in extremity ("leg pain, last 3 days thru legs yes hurting "), post procedural pneumonia (seriousness criterion medically significant), pain ("it was excruciating painful, pain my body, sore very very sore"), feeling abnormal ("make us feel crazy, I thought I was dying in my bed"), scratch ("scrachty heel"), nausea ("sick at my stomach "), anxiety ("yes still on anxiety"), the second episode of fatigue ("painful tired of hurting so much"), complication of device removal ("I had a lot of complication tho"), choking ("befor the choking started by about year"), gait inability ("could not move, could not walk"), speech disorder ("could not talk nothing"), blood loss anaemia ("I think may be blood loss and anemia"), hot flush ("the only problem is now hot flash"), motion sickness ("but look couple motion sickness"), musculoskeletal pain ("pain in shoulder "), cough ("I coughed a lot"), abdominal distension ("bloating started going down"), loss of libido ("zero libido I guess may be cause no ovaries "), insomnia ("not sleeping "), burning sensation (" I am burning "), skin fissures ("skin crack on the bottom "), dyspareunia ("brutal pain,sex hurts"), oropharyngeal pain ("sore throat"), nasal congestion ("stuffy nose"), palpitations ("heart racing") and allergy to metals ("nickel allergy") and was found to have weight decreased ("I have lost 20 lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, panic attack, back pain, visual acuity reduced, urinary tract disorder, bladder disorder, dysmenorrhoea, headache, migraine, depression, pain in extremity, post procedural pneumonia, pain, feeling abnormal, scratch, nausea, the last episode of fatigue, choking, gait inability, speech disorder, blood loss anaemia, hot flush, motion sickness, musculoskeletal pain, cough, abdominal distension, loss of libido, insomnia, burning sensation, skin fissures, weight decreased, dyspareunia, oropharyngeal pain, nasal congestion, palpitations and allergy to metals outcome was unknown and the blister and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, blister, blood loss anaemia, burning sensation, choking, complication of device removal, cough, depression, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, gait inability, headache, hot flush, insomnia, loss of libido, migraine, motion sickness, musculoskeletal pain, nasal congestion, nausea, oropharyngeal pain, pain, pain in extremity, palpitations, panic attack, pelvic pain, post procedural pneumonia, scratch, skin fissures, speech disorder, urinary tract disorder, visual acuity reduced, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following it was excruciating painful, pain my body, sore very very sore, make us feel crazy, I thought I was dying in my bed, scratch, sick at my stomach, yes still on anxiety, painful tired of hurting so much, I had a lot of complication tho, before the choking started by about year, could not move, could not walk,talk nothing, I think may be blood loss and anemia, the only problem is now hot flash, but look couple motion sickness, pain in shoulder, I coughed a lot, bloating started going down, zero libido I guess may be cause no ovaries ,I am not sleeping and burning up , skin crack on the bottom , I have lost 20 lbs , brutal pain, sex hurts, sore throat, stuffy nose, heart racing, nickel allergy ones were reported via social media. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2019: content from social media, new reporter and new event it was excruciating painful, pain my body, sore very very sore, make us feel crazy, I thought I was dying in my bed, scratch, sick at my stomach, yes still on anxiety, painful tired of hurting so much, I had a lot of complication tho, before the choking started by about year, could not move, could not walk, talk nothing, I think may be blood loss and anemia, the only problem is now hot flash, but look couple motion sickness, pain in shoulder, I coughed a lot, bloating started going down, zero libido I guess may be cause no ovaries ,I am not sleeping and burning up , skin crack on the bottom , I have lost 20 lbs , brutal pain, sex hurts, sore throat, stuffy nose, heart racing, nickel allergy and concomitant medication, were added event last 3 days thru legs yes hurting, back hurt so bad, menstrual cycles hurts so bad clubbed with previous event incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("migration of the implant") and pneumonia ("I got pneumonia after hysterectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, migraine, depression, anxiety, blood loss of (nos), blood pressure high and gerd. Concomitant products included alprazolam (xanax), atenolol, bupropion, estradiol, lisinopril, medroxyprogesterone acetate (depo provera) and sertraline. In 2007, the patient had essure inserted. In 2007, the patient experienced panic attack ("panic attacks"), blister ("rashes or skin conditions type: blisters on butt was described as looking like hamburger meat"), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine") and depression ("depression"). In (B)(6) 2011, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In january 2012, the patient experienced corrective lens user ("vision/eye problems type: now have bifocals"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes"), pain in extremity ("leg pain") and pneumonia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, panic attack, back pain, corrective lens user, urinary tract disorder, bladder disorder, dysmenorrhoea, headache, migraine, depression, pain in extremity and pneumonia outcome was unknown, the blister and pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, back pain, bladder disorder, blister, corrective lens user, depression, device dislocation, dysmenorrhoea, fatigue, headache, migraine, pain in extremity, panic attack, pelvic pain, pneumonia and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : aka name added, patient demographic updated, essure insertion date updated, events added-blisters, dysmenorrhea, bladder disorder, urinary tract disorder, depression, vision blurred, fatigue, migraine, headaches, leg pain. Events onset date, events outcome updated, concomitant drug , medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.